Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. An integrity test was performed between the in-lab titanium adaptor and the patient adaptor and there were no leaks or issues with the connection between the titanium adaptor and patient adaptor. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that there was an unspecified connection issue between a minicap transfer set and the titanium adapter. This was noticed before use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use. There was no patient involvement. No additional information is available.